Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in. A technical support specialist (tss) found that the c and d drives were large. Tss cleared space by connecting to the drives from the server and then cleared the c and d drives via a bomgar session. The database log file was full, so the tss shrunk the log file to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system encountered an issue when the user tried to log in. An error message appeared stating, a fatal error has occurred in the underlying source. The customer stated that this malfunction caused a delay in dispensing medication to patients, since the user had to get the medications from the pharmacy. There were no adverse events or injuries reported based on this event.